Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had an intertrochanteric with dynamic hip screw implanted on (B)(6) 2016. The lag screw was found to be cutting out. The patient had a plate, compression nut, quantity three (3) 4.5 mm cortical screws and the lag screw removed on (B)(6) 2016 and was revised to a total hip arthroplasty. There was no allegation of deficiency against the compression nut, plate, or cortical screws. There was no delay in surgery and patient was reported doing well. This is report 1 of 1 for (B)(4).